Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that there was an allegation of a malfunction with the function selector and the selection knob. There was no report of pt involvement.